Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the tech processor circuit board, power signal interface circuit board, and the battery pack was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi would not fully initialize and displayed the error message "precharge failure". There was no adverse patient involvement reported. There was no patient information reported.